Event description:
Clinical review/rationale: an impella cp was inserted via left femoral artery for elective placement in a 64 year old female. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. During implant, the femoral artery was perforated. The patient became hypertensive after removing the peel away and inserting the repositioning sheath. A hematoma was observed. The patient received 2 units of blood and vessel repair was performed. On day 5 of support, the device was explanted. Vascular injury is a known potential adverse event of the impella cp per the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the vessel perforation was not determined due to insufficient clinical information and no product return. The cause of the hematoma was not determined due to insufficient clinical details and no product return.